Event description:
It was reported via repair work order that the footend patient right side rail latch was broken and the side rail was off the bed. . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.